Event description:
It was reported that three (3) large volume folfusors under infused; approximately 30% of the solution did not infuse. This was observed during patient infusion. During disconnection, the devices leaked from an unspecified location. The devices were filled with flucloxacillin 12000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. One sample was returned with 48 ml of fluid in the bladder and the second sample contained 54 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported leak and underinfusion problems. A functional flow rate test was performed and the flow rates were found to be within product specification. The reported conditions were not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.